Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician/author stated that medtronic product contributed to the observed adverse events indirectly. Dissection and/or stenosis occurred due to vascular wall detachment, and additional treatment was performed to place a stent. The unique device identifiers for the medtronic valve were searched for but could not be found. The involved medtronic devices were discarded at the hospital, and therefore are not available for return analysis. No further details were provided.

Manufacturer narrative:
Correction: added coding for clinical observations reported via additional information received from physician/author. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Citation: otake et al. Tissue fragments from peripheral vasculature entrained by transcatheter aortic valve replacement delivery catheter capsule. Jacc cardiovasc interv. 2025 nov 24;18(22):2816-2817. Doi: 10.1016/j.jcin.2025.07.027. Epub 2025 sep 29. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who underwent transcatheter aortic valve replacement (tavr). The pre-procedural computed tomography angiogram revealed nodular calcification in the left common iliac artery.  Despite balloon angioplasty, significant resistance was encountered during advancement of the 14-f equivalent medtronic evolut fx delivery catheter system (dcs). Evaluation by fluoroscopy demonstrated a subtle separation between the dcs nose cone and dcs valve capsule.  The dcs was retrieved from the patient.  Visual inspection noted tissue fragments entrapped within the capsule.  Next, after implantation of a non-medtronic stent in the common iliac artery, a new medtronic 29-mm evolut fx valve was successfully advanced and deployed without complication.  No further information was provided pertaining to medtronic products.